Manufacturer narrative:
A necessary correction was identified. Corrected information provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implantation procedure, the patient experienced residual myopia. The iol was exchanged four weeks after the initial implantation. Additional information was provided indicating that the initial procedure was a cataract extraction with an intraocular lens implantation. The iol was exchanged for the same lens model with a one diopter difference of power. The prognosis is good. There are two medical device reports associated with this patient. This report is for the iol with a postoperative myopic outcome requiring an iol exchange for the right eye.